Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the result of former similar cases, omsc surmised there was the possibility this phenomenon was attributed to the reprocessing method at the user facility might have deviated from recommended method by IFU (instructions for safe use), and a part (bristle) of cleaning brush used at the user facility might have accidentally entered the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) for evaluation but has not returned to omsc. The service department of (B)(4) checked the subject device. It was confirmed and identified that the foreign material was a part of cleaning brush bristle. Its foreign material was removed from the air/water nozzle. (B)(4) surmised that the presence of debris within the outlet pipe of the are/water nozzle suggested due to the user handling during the reprocessing. It was also confirmed that the debris has not originated from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found the foreign material coming out from the are/water nozzle at the distal end of the subject device. There was no patient injury associated with this report.